Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 200 laser fiber was opened for use for a uteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber was noted to be already broken in the package prior to opening. The procedure was completed with another flexiva ID 200 laser fiber. Thee was no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Lot#, device manufacture date. The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. Problem code 1069 captures the reportable event of fiber broke. Investigation results: the fiber was returned broken into two pieces. The first piece measured approximately 31.6 cm from the top of the connector to the break. The second piece measured approximately 283.5 cm which includes the entire distal tip. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
It was reported to boston scientific corporation on october 16, 2018 that a flexiva ID 200 laser fiber was opened for use for a uteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber was noted to be already broken in the package prior to opening. The procedure was completed with another flexiva ID 200 laser fiber. Thee was no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported. The patient condition at the conclusion of the procedure was reported to be fine.